Event description:
No incidents of actual adverse events have been reported at this time. The manufacturer (B)(6) of this device notified fisher diagnostics of a suspected performance failure. Minutex d-dimer is a manual visual latex agglutination test. Internal investigation at (B)(6) stated that the device may fail to perform within the internal specifications and stated claims on the pack insert. The sensitivity specification is 175 - 275 ng/ml, and is now estimated at 654 ng/ml. (B)(4) manufactures this device however it is sold as pacific hemostasis d-dimer assay kit (catalog # 100659, 100660). This malfunction could result in increased risk of false (B)(6) in diagnosis of venous thromboebolic disease, disseminated intravascular coagulation (dic), pre-eclampsia or eclampsia. Of these deep vein thrombosis and pulmonary embolism being the highest risk having a false (B)(6) because appropriate treatment may not be initiated. All testing to confirm the device malfunction has been conducted at (B)(4).